Manufacturer narrative:
Corrected data: b5. Updated data: a2, a3, a4, b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, prior to surgery, the cs300 intra-aortic balloon pump (iabp) unit is down error code #50. During surgery the pump was shut down and upon powering back up it gave a constant alarm and displayed "electrical test fails code #50" unit was swapped out and continued with therapy successfully. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) confirmed fault and found that the motor control board had failed. There was residue on the surface of the board that may have contributed to the failure. The fse installed a new board and checked over the wiring harness. All tests passed to factory specifications. The unit was returned to the customer and released for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received pcb, motor controller with a reported unit failure of during surgery the pump shut down and upon powering back up it gave a constant alarm and displayed electrical test fails code #50. The failure analysis and testing dept. Performed a visual inspection and observed white residue on pcb, motor controller, which is consistent with saline. CAPA 14-ca-0097 has been initiated to to address this issue. Due to the saline damage, the fat cannot investigate this complaint any further. The saline that spilled on this board is the cause of the pump shutting down and when turned back on electrical code 50 was observed.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit is down error code #50. Unit was swapped out and continued with therapy successfully. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.